Event description:
International affiliate reports the tip of the hexdriver broke off in this head of the screw during screw insertion. The tip could not be removed and remains lodged in the implanted screw.

Manufacturer narrative:
Depuy spine has requested return of the instrument for eval. A definitive cause of the tip breakage cannot be determined at this time. Events of this nature typically occur with the application of excessive force during final screw tightening. A follow up medwatch report will be filed if the eval of the returned instrument reveals something other than that which is stated above.